Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was noted to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was noted to the remainder of the device. One still image was provided for review. The image provided shows shelf carton of endeavour resolute device. The lot number and the cfn printed on the shelf carton of the device corresponds with the lot number reported (lot# 0010145736; eres22530x). The device luer can be seen in the image. Part of the wire of the device also visible in image provided. The image provided does not confirm positioning difficulties please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 95% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to calcification. It was stated that the stent then dislodged outside the body. The patient was reported to be alive with no injury.